Event description:
It was reported that a high drain 103 alarm occurred after use on the homechoice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The caregiver (cg) stated the homepatient (hp) did not have any issues during therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. The assignable cause was determined undermined. Should additional relevant information become available, a supplemental report will be submitted.